Event description:
A caller reported that the pump battery would not charge, and the issue persisted despite attempts to use different wall outlets, wall adapters, and charging cables. There was no adverse impact on the customer's blood glucose level, which did not exceed 500 mg/dl (27.7 mmol/l). Technical support determined that the pump should be replaced to resolve the issue.